Event description:
It was reported that an excision of the second advance sling was performed "shortly" after the second advance sling placement due to perineal pain, purulent drainage of the left thigh, and two abscesses. The patient had an advance sling implanted approximately 3 years previously for sphincteric incontinence. The "next year" he underwent a second advance sling placement for recurrent incontinence. Excision of both advance slings was performed due to perineal pain as well as purulent drainage of the left thigh "shortly after" the second advance sling placement. Purulent peri-urethral segments of 2 advance male slings and part of the segment of the sling in the left thigh were excised. A MRI had revealed a 3 cm abscess in the gracilis muscle of the right thigh tracking from the bladder base and a second abscess in the superior medial right thigh which was completely asymptomatic. A second surgery was performed to remove a fragment of the sling in the left thigh because of recurrent drainage. The "persistent" sinus tract from the left obturator fossa to the left thigh was thought to be secondary to a small remnant of the polypropylene mesh. No additional patient complications were reported. Related to MFR report # 2183959-2013-01005, 2183959-2013-01007, and 2183959-2013-01008.

Manufacturer narrative:
From journal article: weinberger, james m., rajveer s. Purohit, and jerry g. Blaivas. "Mesh infection of a male sling." Journal of urology, 190.3 (2013): 1054-1055. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.